Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a manufacturer representative (rep) in canada regarding a patient who was receiving lio resal (2000 mcg/ml at a dose of 130.2 mcg/day) via an implantable pump for an unknown indication for use. On an unknown date, a catheter crack was suspected. A catheter revision/surgical exploration occurred on (B)(6) 2016. Once the hcp was in the revision, they discovered the issue was due to the pump connector. Troubleshooting of the event was reported as, "visual in or". The hcp replaced the pump connector but did not aspirate the catheter, so 3 cm of the new catheter segment was left without drug. There were no reported patient symptoms. Additional information has been requested regarding events that led to the suspected cracked catheter and bridge bolus follow-up question, but it was not available at the time of this report.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). The rep confirmed there was a small crack in the pump segment. The rep was asked to clarify what issue had occurred with the pump connector and responded, "no issue." It also reported a bridge bolus was performed to prime the new catheter piece. The events that led up to the catheter investigation surgery were reported as "na."

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was clarified the pump connector had a small crack near the pump connector. It was replaced and there have been no reports of any other issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.